Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the attempt to cross the lesion, the proximal shaft of the 3.75 x 12 mm nc trek balloon catheter became kinked. The shaft was accidentally bent during an attempt to straighten it, resulting in the proximal shaft separating into two pieces. Another unspecified device was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink was confirmed on the returned device and most likely was due to accidental handling during advancement. The reported shaft separation was confirmed on the returned device and was due to the attempt to straighten the kink. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter.